Manufacturer narrative:
Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). The customer observed a different behavior in the needles drc10. With premilene you can grab the needle better/safer with the forceps, after penetrating the tissue. Optilene needles drc10 are different in behavior by the same applications with the same instruments. The needle noticeably hasn't got a good grip, if you grab it with the forceps. The same type of the needle has a different feeling during handling and it's hard to grab. The needle slips through the forceps.